Event description:
The customer reported that the bonding of the m2520a smart capnoline was not secure and that plastic parts could separate and enter into the pts' mount. No pt incident/injury was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.